Event description:
The consumer alleges the charger was smoldering and smoking. The caregiver allegedly panicked and pulled the cord from the charger, damaging the cord. The dealer alleges he observed burn damage on the charger. No injury is alleged.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-00385. The component, charger model #1121089, was returned for an evaluation. The charger's ac power cord was pulled out of the connector it plugs into. The ac power cord's ground plug was bent. The dc power cord had oxidation near its terminals. The charger was run with a good ac power cord and no discrepancies were observed. This incident is due to user abuse. The dealer visually observed the joy stick charger was charred and melted. The dealer replaced the joy stick. (B)(4) has been issued for the return of the component.

Manufacturer narrative:
The dealer visually observed the joy stick charger was charred and melted. The dealer replaced the joy stick. RMA (B)(4) has been issued for the return of the component.

Event description:
The consumer alleges the charger was smoldering and smoking. The caregiver allegedly panicked and pulled the cord from the charger, damaging the cord. The dealer alleges he observed burn damage on the charger. No injury is alleged.